Manufacturer narrative:
Pump received with unresponsive keypad and caused a stuck button alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to unresponsive keypad. Pump was cut open to perform visual inspection and found moisture damage on the keypad traces, pcba 1, pcba 2, force sensor, motor, corroded battery tube, and harness assembly vibrator. Successfully downloaded history files and traces using thump. Looked through the pump history and found stuck key alarm on 05/28/2023 17:33:30.000, pump error 37 on 05/28/2023 16:24:49.000, pump error 41 on 05/28/2023 16:26:51.000, and pump error 63 on 05/28/2023 16:27:01.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, corroded keypad trace, missing display window/cover, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, label damage. Unresponsive keypad and stuck button alarm was observed during analysis and confirmed due to corroded keypad traces. Pump exposed to moisture confirmed. Cosmetic damage confirmed at the back of the pump. Blank display and flashing medtronic logo were not confirmed. Pump errors 37, 41, and 63 were confirmed in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump stopped working and received a critical pump error. The pump showed the medtronic logo name for a few seconds then the pump error alarm with a red flashing light. Troubleshooting was performed and found that there was a hairline crack at the back of the battery compartment and clip rail. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and was advised to revert to the backup plan as per healthcare professional instructions. The insulin pump was returned for analysis.